Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 90 -400 (mg/dl). Tandem unable to confirm back up therapy method. It was also reported that the insulin gauge was inaccurate and static. The fill estimate normalized and no cartridge change was needed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.